Event description:
Pacemaker under [date redacted] boston scientific advisory for high battery impedance may initiate safety mode. Recommendation for patients dependent on pacemaker to have prompt generator replacement. Patient is dependent on pacemaker. Patient wanted to wait for generator replacement until wife recovered from her surgery. Pacemaker generator replaced [date redacted].